Manufacturer narrative:
The insulin pump failed displacement test and motor error alarm during rewind due to motor encoder out of phase. The history file overwritten. No unexpected check settings alarm during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube, cracked lcd window, cracked reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels of 183 mg/dl. The customer reported receiving a motor error alarm from the insulin pump during prime. Troubleshooting was done. The customer reported that the insulin pump was exposed to an x-ray. The customer reported that they were able to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)